Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented after experiencing syncopal events for two days. It was noted that the patient was implanted with the pacemaker due to chronic syncope to which still continues. Upon interrogation it was noted on the ventricular channel there were stored episodes from the device oversensing noise. It was also noted that the pacemaker and another manufacturer's right ventricular (rv) lead safety switch (lss) had been triggered approximately two months earlier due to a high out of range pacing impedance measurement of greater than 3000 ohms. Review of the patient's data did find one spike in impedance measurement, but not out of range, four months earlier. The lead was reprogrammed back to bipolar and measurements were normal. They were also unable to recreate the noise thus the lead was left programmed to bipolar. At this time the pacemaker and another manufacturer's rv lead remain in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed where another manufacturer's right ventricular (rv) lead continued to exhibit the high out of range pacing impedance measurements. An x-ray was taken which did not reveal any findings, thus a revision procedure was performed where the rv lead was tested with a pacing system analyzer (psa) and yielded normal impedance measurements. The physician opted to surgically abandon the rv lead. The pacemaker remained in service with a new lead and no additional adverse patient effects were reported.

Event description:
Additional information was received that further review of the remote monitoring data found there was oversensing of the minute ventilation signal on the right atrial (ra) channel.